Event description:
It was reported the holster was initializing the probe and received an l3-017 error and the probe had difficulty closing the sample knotch. The customer swapped the st holster with another st holster using the same probe, initializing the same probe, initialized the probe successfully, and completed the case with no pt consequence .